Manufacturer narrative:
.

Event description:
Facility reported 3 incidents of prolonged bleeding post treatment. In two of the cases the pts were taken to the ER for additional treatment. After further clarification, the pts taken to the ER did not require fluid or blood replacement. They were taken to the ER for assistance in achieving hemostasis of the arterial site. One pt was sent to medical center for access study. The clinic manager stated they had tested the pts to ensure they had not been over heparinized. They just recently began using the sysloc mini and she stated they had not received any education prior to the conversion.